Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shuntsystem (part # fv434-t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be clogged. The patient underwent a revision procedure on an unknown date. The complaint device has not yet been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data available.

Event description:
Patient information: age: 28 years, height: 160 centimeters (cm), weight: 55 kilograms (kg), gender: female.

Manufacturer narrative:
Manufacturing and quality control data: the progav® shunt system was manufactured by a qualified employee on august 2019. Deviations during assembly did not occur. The product was finally tested as article fv434-t and released for packaging and sterilization and was sterilized by miethke. The progav® has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10, 15 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. The shuntassistant® has a fixed pressure of 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: blood- and tissue residues on the product. Permeability test: the test showed that the progav® shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the shuntassistant®, control reservoir and the catheters are permeable, while the progav® is non-permeable. Computer control test: the shuntassistant® was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o-2/ +4 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant® had a pressure of 8,27 cmh2o. This is not within the specified tolerance of 20 cmh2o -2/ +4 cmh2o. Additional testing confirms the first test results. According to our results, we can detect a presence of a accelerated outflow. Due to the non-permeability of the progav® valve, the computer-controlled test was not applicable. Adjustability test: the progav® was found to be adjustable to all pressure settings. The shuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav® was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, visible deposits were found in progav®. For more detailed visibility, the proteins/deposits in progav® shunt system were coloured by using a colouring solution. [Colouring solution consisting of coomassi brilliant blue r mixed with 0.6% ethanol and distilled water]. It is possible to observe a significant part of the inside of the valve when opening it, however, there are areas that are not visible for investigation where deposits can be found that can affect the function of the valve. Results: we would like to note that we received the returned product 11 weeks after the explantation. The product performance can be affected by such a long time between explantation and investigation. For the sake of thoroughness and transparency, we would like to point out that an permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was a blockage of the progav® and accelerated outflow of the shuntassistant® at the time of our investigation. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.